Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, what the patient was doing at the time of the fall, the lot codes for the associated devices (trinity acetabular shell ¿ 321.04.354; trinity ecima liner ¿ 322.04.636 and trinity cocr modular head ¿ e321.236) and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the device lot codes the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix revision after 6 days due to a periprosthetic femoral fracture following a fall.

Manufacturer narrative:
(B)(4) final report additional information, including post primary and pre revision x-rays, what the patient was doing at the time of the fall, the lot codes for the associated devices (trinity acetabular shell ¿ 321.04.354; trinity ecima liner ¿ 322.04.636 and trinity cocr modular head ¿ e321.236) and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided. Only the appropriate device details for the metafix stem were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with this record conformed to material and dimensional specification at the time of manufacture. The lot codes for the other devices were not provided and thus these manufacturing records could not be identified or reviewed. There has not been a malfunction or deterioration in the effectiveness of a corin device. The patient experienced a fall, resulting in a peri-prosthetic fracture and the subsequent revision. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.